Event description:
New tubing cadd prism free flow protection tubing sent out to pt to use for overnight IV hydration. Each time pt would use the new tubing approximately 230 - 250 ml left in bag in which 2000 ml should be delivered. Each time pt used other cadd prism tubing the bag is emptied completely.